Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On approximately 08/01/2025, the patient experienced confusion and lost consciousness. She repeatedly stated she does not remember anything from the event and only woke up in the hospital. Her husband told her she ¿just dropped¿. At the hospital the patient was treated with IV glucose. She also experienced headache after waking up. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.